Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an abdominosacrocolpopexy to repair a stage three pelvic organ prolapse with vaginal vault prolapse, along with repair of enterocele, rectocele, cystocele and lysis of adhesions. A bard flat mesh was placed during this procedure. The flat mesh was noted to be customized and placed anteriorly and posteriorly to repair the defects. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.